Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (power connector problem) has been confirmed. Upon investigation the battery charger/modem the power supply connector was damaged and separated from the power cord. The root cause for the damaged power supply connector was excessive force. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a patient's charger and reported that the power supply connector was damaged.